Manufacturer narrative:
(The reported event is not a reportable issue, and was filed inadvertently.)

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a high blood (bg) glucose level of 343 mg/dl. Reportedly, the customer not using the pump for two days. When the customer returned to using the pump, the customer experienced the high bg and attributed the cause to not being on the pump. Customer addressed impacted bg with a correction bolus.